Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and usb cables. The customer's blood glucose level was 212 mg/dl. It was confirmed that the customer has a backup method of insulin delivery available.